Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. There was no patient involvement as the customer had not begun insulin therapy with the pump. Customer continued to use manual injections for insulin therapy.